Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 alarm (air in line) during automated peritoneal dialysis therapy. Nothing unusual was noted during troubleshooting for the alarm. A technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.